Manufacturer narrative:
The device is expected to be returned for testing. It has not yet been received.

Event description:
The customer contact reported that the device did not sound an audible tone on the low volume setting. The pump was returned to the biomedical dept with an unsigned noted that stated, "broken." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device did not sound an audible tone when connected to ac power while in the low volume setting. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.